Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000556, serial/lot #: unknown. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site was unable to move the system. This issue was noted outside of a procedure, and there was no patient involvement.